Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide an accurate lot number, therefore the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two percuflex biliary stents were used during a stone removal procedure in the common bile duct on (B)(6) 2010. Please refer to manufacturer report # 3005099803-2010-03907, for the other associated device. During introduction, it was unable to advance the stent with the push catheter guide through the endoscope. The stent and push catheter were removed from the endoscope. Upon removed the stent was noted to be over 12f and not 10f as stated by the device packaging. The procedure was successfully completed with another percuflex biliary stent introducer system and no reported patient complications.

Event description:
It was reported to boston scientific corporation that two percuflex biliary stents were used during a stone removal procedure in the common bile duct on august 19, 2010. Please refer to manufacturer report # 3005099803-2010-03907, for the other associated device. During introduction, it was unable to advance the stent with the push catheter guide through the endoscope. The stent and push catheter were removed from the endoscope. Upon removed the stent was noted to be over 12f and not 10f as stated by the device packaging. The procedure was successfully completed with another percuflex biliary stent introducer system and no reported patient complications.

Manufacturer narrative:
A visual examination revealed that only the stent was returned, not the packaging. The stent length (barb to barb) measured approximately 12 centimeters, and the outer diameter measured 0.154 inches which is within specification for the percuflex biliary stent. The proximal and distal tips of the stent were found torn/split and the proximal barb was found torn/separated from the stent. These defects occurred likely due to anatomical/operational/procedural factors encountered during procedure. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. However; during manufacturing, 100% inspection is conducted on all product labels to match packaged components. Based on the evaluation conducted, no definitive root cause could be determined.